Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of non-specific product performance issue and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.